Event description:
Procedure: lap appendectomy. According to the reporter: bag broke - twice in same case. Dr. Then asked for applied bag and all went fine. Dr. Did not subject bag to any unusual treatment. Device was thrown out. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Case ended fine. I assume the patient is fine.

Manufacturer narrative:
(B)(4).